Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(4) distal end of needle bent. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the lungs during an endobronchial ultrasound transbronchial needle aspiration (ebus tbna) procedure performed on an unknown date. According to the complainant, during the procedure, the distal end of the needle bent. Attempts to obtain additional procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An expect pulmonary needle device was received for analysis. A visual evaluation of the returned device found that the working length (sheath and needle) was kinked at the distal end of the handle and at approximately 2.5 cm and 27 cm from the distal end. A functional evaluation found that the needle would not extend completed and was difficult to retract. Resistance was encountered due to the kinks and bends found. There were no other issues with the device. The complaint was confirmed. The investigation concluded that the failures noted are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the lungs during an endobronchial ultrasound transbronchial needle aspiration (ebus tbna) procedure performed on an unknown date. According to the complainant, during the procedure, the distal end of the needle bent. Attempts to obtain additional procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.